Event description:
As reported: after physician deployed the manta device he took a picture and noticed a large blush. Physician proceeded to go over the bifurcation with a 7f sheath and used a 7mmx38mmx120cm coved stent.

Manufacturer narrative:
An investigation has been opened and a follow-up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigative team; and indicate presence of a blush at the access site resolved with a covered stent. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery (cfa). A high positioned access was obtained by micropuncture single stick. Procedural requirements according to the IFU indicate arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. Activated clotting time prior to closure was 378 and protamine was administered. The arteriotomy was 7.1mm, mild calcification in the vessel, and a depth measurement of 5.5cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, hemostasis was immediate. A post contralateral angiogram indicated a large blush. The physician chose to deploy a covered stent to address the blush and the blushing ceased. The root cause for why the manta implant was not effective in creating hemostasis is inconclusive. The IFU lists precaution if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Complications leading to bleeding possibly requiring surgical repair and/or endovascular intervention are listed in the IFU as possible adverse events related to vascular closure devices. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding.